Manufacturer narrative:
An event regarding fracture involving a triathlon patella component was reported. The event was confirmed. Method and results: device evaluation and results: the photograph of the explanted patellar component confirms a fracture across the middle of the poly portion of the patellar component. Medical records received and evaluation: review by a clinical consultant indicated that patellar component mal tracking with lateralization and medial loss of implant-bone contact have contributed to an overload condition across the knee ending in a fatigue fracture of the patellar polyethylene. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar events for this lot. Conclusions: clinical consultant review indicated this patellar component mal tracking with lateralization and medial loss of implant-bone contact have contributed to an overload condition across the knee ending in a fatigue fracture of the patellar polyethylene. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Anterior knee pain. Beaded patella removed and found cracked in patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Anterior knee pain. Beaded patella removed and found cracked in patient.